Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: n276532007, ubd: 10-dec-2012, UDI#: 00613994647177. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving lioresal (500 mcg/ml at 100 mcg/day) via an implantable infusion pump for intractable spasticity. It was reported that the hcp attempted to aspirate the catheter access port, and was unable to. A break in the catheter was noted during surgical exploratory surgery and the decision was made by the hcp to completely remove and replace the intrathecal catheter. The customer discarded the explanted catheter. There were no environmental/external/patient factors reported that may have caused or contributed to the issue. No patient symptoms were mentioned. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.